Event description:
It was reported that during a fobi pouch procedure, the staple line was noted to be unusual in subsequent reload firing. Staples failed to close for 2cm distal staple line. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 12/16/2008. Information anticipated, but unavailable at this time.